Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight and reason for ip replacement but was not received.

Event description:
It was reported the patient's ipg was replaced on (B)(6) 2022 due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This device is no longer reportable as there was no allegation against device.

Event description:
It was reported the patient's ipg was replaced on (B)(6)2022 electively. Stimulation therapy was reportedly restored postoperatively.